Manufacturer narrative:
The insulin pump had a cracked and bleeding lcd glass, minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; there was a crack on the display screen. The patient's blood glucose at the time of incident was 164 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated that the pump was on the table and fell. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.